Manufacturer narrative:
Device is an electronic cardiopulmonary perfusion console made for reuse after each procedure. During procedure, the device stopped after alarm, the user proceeded to "cancel the alarm and level bubble" but the pump did not restart. The case was completed using the hand crank. No adverse patient effects reported. No patient follow-up or required treatment necessary, no environmental conditions existed that may have influenced event. Local biomedical service performed a complete preventative maintenance procedure on suspect device, device was tested and operated with no issues found. A loaner device has been provided, but requests to return suspect device for evaluation have been denied.

Event description:
Device stopped after alarm and was able to be restarted per instructions for use.